Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The 8mm x 1.20mm emerge mr, ous balloon catheter was used for dilatation of the lesion. Upon first inflation at 6atms the balloon ruptured. The procedure was completed with a different device. There were no reported patient complications and the patients status post procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).